Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip partially loaded incorrectly as the clip was already closed. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, a buildup of biological material was found in both jaws. The buildup of biological material was manually removed from each jaw and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the jaws. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip not loading" was confirmed based upon the sample received. The sample was received with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. A buildup of biological material was found in both jaws. Once the buildup of biological material was manually removed from each jaw, the remaining clips were able to fire properly. The root cause of this complaint issue is the buildup of biological material in the jaws. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Event description:
It was reported that the third clip could not be uploaded at the jaw during usage on the patient. The applier was changed but the same issue occurred.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800522 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the third clip could not be uploaded at the jaw during usage on the patient. The applier was changed but the same issue occurred.